Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl which was treated with injections. Customer¿s current blood glucose was 144mg/dl. Customer experienced symptoms like chest pain. Customer also states that cannula was bent. Customer advised to replaced infusion set. Products will not be return for analysis.